Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. It was reported that the patient stated their therapy was no longer effective so the pump was explanted on (B)(6) 2021. They have had increased pain and have gone to the emergency room for it twice. There were no known external factors and no troubleshooting was performed. The patient's medical history and weight were asked but unknown. The patient was without injury at the time of the report. The device was discarded and the issue was resolved.